Event description:
Customer reported unexpected negative reactions on the abs2000 during validation testing. During parallel testing, two samples containing anti-fya were antibody screen negative. Customer stated that the method of confirmation testing was the tube method with immuadd and gave reactive (2+) results for each sample. Testing was also performed on the rosys with capture-r ready screen and resulted in positive reactions with the samples.

Manufacturer narrative:
Results files from the instrument were reviewed. Strong positive and negative reactions were displayed with the screening cells and the fifteen pt samples. The presence of the fya antigen was confirmed on retention capture-r ready-screen, lots x154 and x157. The customer did not return product or sample for investigation. A service call was made. Wash manifold leaks were discovered; the wash manifold was replaced. During the fluidics test, valve b precision failed. Ran prime.cfg and adjusted the replacement wash manifold slide rail screws for proper movement & evacuation. Afterwards, the fluidics test and qc ran successfully. Pt samples were also tested and ran successfully. The instrument was operating to specifications after the service call.